Event description:
The procedure was coil embolization for unknown aneurysm. Characteristics of the vessel/aneurysm were not provided. During the procedure, the physician could not detach the cashmere (crc141025-30/g12937, complaint product). It is unknown how many times he pressed the detachment button. Both the cashmere and unspecified cable were replaced and the procedure was continued using a new coil and a new cable. Afterwards, the same thing happened using a presidio (pc4181343-30/f56279, complaint product). The presidio was safely removed from the patient. It is unknown if the cable was also replaced or not. It is also unknown how many times he pressed the detachment button. In the end, the procedure was successfully completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection, also there was no damages noticed on the complaint products after the procedure. It is unknown if the coils were remained attached to the delivery system. The complaint products are unavailable for evaluation. Additional information received indicated that there was no information if a pre-deployment test was performed. Both coils were safely withdrawn and there was no stretching or unintended detachment occurred during the process. Unknown if the cable or dcb were replaced in an attempt to detach subsequent coils. The microcatheter used was prowler select plus str.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00583 and 2954740-2012-00588.

Manufacturer narrative:
During an aneurysm coil embolization procedure the cashmere 14 cerecyte microcoil 10 mm x 25 cm (crc141025-30/g12937) could not be detached. It is unknown how many times the detachment button was pressed. Both the cashmere and unspecified cable were replaced and the procedure was continued using a new coil and a new cable. Afterwards, the same thing happened using a presidio (pc4181343-30/f56279). The presidio was safely removed from the patient. It is unknown if the cable was also replaced. It is also unknown how many times the detachment button was pressed. The procedure was successfully completed without any further issues. There was no patient injury reported. It was reported that the procedure was conducted in accordance with the IFU and the constant flush had been maintained. However, it could not be verified that the pre-deployment test was performed. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection, also there was no damages noticed on the complaint products after the procedure. It is unknown if the coils remained attached to the delivery system. The complaint products are unavailable for evaluation. No additional information is available. Based on the available information and without the return of the device no conclusion can be made regarding the reported failure of the coil to detach or possible contributing factors. With review of the device history records there is no indication of any manufacturing issues related to the event. A review of the manufacturing documentation associated with the involved lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note:this is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00583 and 2954740-2012-00588.